Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited crosstalk during atrial pulses. No intervention was performed. There were no patient consequences.